Manufacturer narrative:
H6: investigation summary : the customer provided pictures that were used to conduct the leakage investigation. The leak at smartsite is clearly presented and can be verified using photos alone. Without a physical sample, the root cause remains unknown. A device history record review for model 2426-0007 lot number 20125101 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the as lvp 20d 3ss cv tubing leaked during use. The following information was provided by the initial reporter: "we have had an incident where the primary tubing had a leak."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d 3ss cv tubing leaked during use. The following information was provided by the initial reporter: "we have had an incident where the primary tubing had a leak."